Manufacturer narrative:
Medwatch sent to FDA on 06/30/2016. (B)(4) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of touch-sensitive swelling, edema, over-treatment, red-brown, non-fetid fluid are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of touch-sensitive swelling, edema, over-treatment, red-brown, non-fetid fluid as follows: contra-indications "do not overcorrect." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the periorbital region with juvéderm volbella¿ with lidocaine. The skin was cleaned with kodan prior to injection and after injection local pressure and compression were applied. Nine months later patient developed touch-sensitive swelling directly above zygomatic arch and in the middle of the right zygomatic arch and edema below the eyes. The patient had a "special look and seemed to be over-treated in certain areas, however patient denied to have received previous treatments nor to be visiting another physician." Two weeks later local fluctuation and puncture revealed 1.5cc of red-brown, non-fetid fluid. Patient was prescribed ceclor and nsaids. Symptoms are ongoing. Twenty months prior to this injection patient was injected to the zygomatic arch with juvéderm voluma¿ with lidocaine. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00450 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella¿ with lidocaine, also a device manufactured by allergan.